Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, a review of the black box found evidence of unexpected power reboot events on (B)(4) 2017. The battery compartment and cap were found to be undamaged and able to fit securely. The battery cap measurements were found to be within specification. The battery cap was fastened and then unscrewed a one half turn with no reboots occurring. No power interruption occurred during the investigation, the original intermittent power complaint was unable to be duplicated. The pump¿s cover was removed, and no intermittent conditions were found to the power printed circuit board. Unrelated to the original complaint, the display screen contrast was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.